Event description:
It was reported that the procedure was to treat a 100% occluded lesion in the distal right coronary artery (rca). The 3.0 x 20 mm trek balloon catheter was advanced without issue and inflated to 17 atmospheres (atm), for 12 seconds. The trek was then removed without issue. After removal, angiography was performed and the balloon was observed in the proximal rca. The balloon catheter was inspected and it was confirmed that the balloon had separated from the device. A snare was used to successfully remove the separated balloon. Further dilatation was performed and a stent was implanted, with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft or balloon separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the rx trek and mini trek rx instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). It is unknown if the over-inflation of the balloon contributed to the reported difficulty.